Event description:
It was reported that the health care professional (hcp) requested a review of presenting electrogram (egm) for the patient with this left ventricular (lv) lead to confirm lead capture. Technical services (ts) agreed there appeared to be loss of capture (loc), and noted a wider qrs as well as little signal likely in the lv refractory period that is not sensed. Ts noted that previous qrs was narrow and little signal was not present. Additionally, it was noted that the patient has a history of diaphragmatic stimulation. Subsequent review determined there had been a high out of range pace impedance measurement spike in the lv lead that has now dropped and remains within normal limits. The health care professional (hcp) discussed plan of in clinic review of the patient device. This lv lead remains in service. No additional adverse patient effects were reported. Additional information was received, this left ventricular (lv) lead only had one vector with capture and with high capture threshold. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of presenting electrogram (egm) for the patient with this left ventricular (lv) lead to confirm lead capture. Technical services (ts) agreed there appeared to be loss of capture (loc), and noted a wider qrs as well as little signal likely in the lv refractory period that is not sensed. Ts noted that previous qrs was narrow and little signal was not present. Additionally, it was noted that the patient has a history of diaphragmatic stimulation. Subsequent review determined there had been a high out of range pace impedance measurement spike in the lv lead that has now dropped and remains within normal limits. The health care professional (hcp) discussed plan of in clinic review of the patient device. This lv lead remains in service. No additional adverse patient effects were reported.